Event description:
It was reported that the patient's lead extension was twisted and was experiencing ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the lead extension was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Device serial number and implant date are unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d4 model number should have been "6372" in additional report 1. This correction is reflected in this additional report 2.